Event description:
It was reported that during a lap cholecystectomy procedure, the device would close but not open again. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.